Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during dwell 3 of 4. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used. There were no open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the cg. The technical service representative (tsr) had the cg cycle the power to receive a system error 2367. Then the tsr had the cg cycle the power again to clear the alarm and had the cg disconnect the hp and remove the cassette and discard the supplies. The tsr advised the cg to contact the hp's nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2012. She stated that the patient ended therapy that night. She did not notice anything unusual about the supplies that night. The patient had notified her nurse about this incident. Therapy since has been going well and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.